Event description:
The physician reported that during vitrectomy surgery the gripping section of an ophthalmic forceps was poor, and when the target membrane was gripped, the gripping section edge broke off and could not be used during insertion. The surgery was completed without any patient harm after replacing the product with another one. The patient identifier were not available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event gripping section edge broke off and could not be used during insertion is not considered to be a reportable malfunction and its is not likely that a recurrence would result in serious injury. No further reports will be submitted under mfg report num. 3003398873-2025-00009. The manufacturer internal reference number is: (B)(4).